Event description:
It was reported that caller reports she is calling from nursing home. Caller reports patient charges his implant daily. Caller reports when she attempts to charge, she is not seeing the coupling bars, but is seeing the screen ins charge status 90-100% full. Patient services (pss) reviewed screen. Caller reports patient does not feel like before, about 2 weeks ago. Caller described the screen: ins stimulation is off. Caller reports patient does not have dbs patient programmer. Pss reviewed how to turn stimulation on by using the al feature and different screen icons. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller reports patient felt stimulation turn on, but is not the same.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.